Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank or black) was confirmed due to a defective u500 digital signal processor on the computer/analog board, causing resets. The monitor was unable to complete baseline or detect and treat testing. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.